Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that the video communication could not be transmitted to the processor due to the damage of the cable, and no image was displayed. Review of the shipment record found no abnormality in the device. Damage to the cable probably caused by the user's handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm., the camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was not confirmed however, no image was observed due to a faulty cable unit. In addition, the device rear cover labels were observed fading and the rear cover packing was found peeling. The identified parts were replaced, device was repaired. Once completed , the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was not confirmed however, a faulty cable was found. Though connection issue, not making contacts were not confirmed. It is likely that the faulty cable attributed to the connection issue reported.

Event description:
It was reported that the device was hard to connect the video system, not making any contacts. There were no further detail provided regarding the event. No patient involvement on this report. No user harm reported.